Manufacturer narrative:
Correction: h11: field should reflect the following statement: device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2026. No information regarding adverse patient consequences were reported.

Event description:
New information received notes that no allegation off premature battery depletion was made. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, as received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and did not identify any functional issues. Further battery assessment at various pulse amplitude measured normal current level, and no indication of premature depletion. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. No further information regarding patient consequences was reported.